Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a hyperglycemic event requiring hospitalization, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on 04/04/2015. Reportedly, on (B)(6) 2015, the patient had inaccuracies. The patient had started using an unknown pump a few days prior to the event. The patient's mother was unsure if the pump was working or not as the patient's bg was still rising. Patient was having stomach pain and vomiting. Patient was taken to the hospital and admitted as the doctor said the patient's bg was 600 ml/dl and was experiencing diabetic ketoacidosis. The patient was treated with fluids and insulin and released after two days. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation and data was not provided. The reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hyperglycemia, vomiting and ketoacidosis. However, a conclusive root cause cannot be determined for the reported events.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data, including dates - correction.